Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Date of event - (B)(6) 2015. Date explanted - (B)(6) 2015.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure in (B)(6) 2015 due to poly wear. All implant components were removed and replaced with competitor products.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.